Event description:
It was reported when the device was used during a laparoscopic right colectomy procedure, the flexible ring separated from the sleeve. The remaining procedure was done through the incision. There was no pt consequence.